Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). (B)(6). A manufacturing investigation was performed for the subject device (dhs®/dcs® lag screw 12.7mm thread/95mm-sterile, part number 280.950s, lot number 9617311). The subject device was received with the positioning groove in an expanded and damaged condition. The broken threaded portion of the associated connecting screw was stuck in the inner thread of the device. The relevant dimensions of the subject device could not be measured because of the damage and deformation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Due to limited event information, a definitive root cause could not be determined. It is likely that during the procedure, the connection between the wrench (part number 338.300) and the complained connecting screw was not aligned as intended resulting in a mechanical overload. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was initially reported on (B)(6) 2016 that the connecting screw of the dynamic hip screw (dhs) broke during the implantation of the osteosynthesis implant for the treatment of a femoral neck fracture on (B)(6) 2015. The implant had to be removed and a new implant was implanted; a new sterile instrument was used instead. The surgery was prolonged approximately 30 minutes due to the reported event. The patient's postoperative status was reported is fine. The initial complaint was alleged against the connecting screw only. The complained connecting screw was returned for evaluation along with the dhs lag screw. Upon evaluation it was discovered that the lag screw positioning groove had was expanded and damaged. The broken threaded portion of the complained connecting screw was received stuck in the inner thread of the lag screw. With the final manufacturing investigation results, the event was re-reviewed on (B)(6) 2016 and it was determined that the reportable event devices should also include the lag screw. This report is 2 of 2 for (B)(4).